Event description:
Pt implanted in upper and lower vermilion borders 08/01/1998. Onset of infection and implant extrusion 08/28/1998. Pt treated with cipro and tylenol with codeine no 3 on 08/28/1998 with bactroban 08/29/1998, with augmentin 500 on 09/01/1998, with ceftin and revised 09/02/1998. Pt treated with augmentin 500 on 09/16/1998 and 09/21/1998, revised 09/21/1998 and explanted and treated with cipro on 10/07/1998.